Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone #: unknown. PMA / 510(k)#: k980987 ((B)(4)) k151766 ((B)(4)) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there is leakage at connection site and it is difficult to connect syringe to needle during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that the pocket of air between the syringe and needle twist portion is really difficult for her to remove and there have been instances where insulin shoots out while she is attempting to release the air. Description of issue: customer reported several issues with the needle/syringe. Customer reported that the pocket of air between the syringe and needle twist portion is really difficult for her to remove and there have been instances where insulin shoots out while she is attempting to release the air. Customer also reported that when she is putting air into the vial its difficult for her to push air into the vial. Number of occurrences: at least 3 or 4 times. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 3 ml syringe ¿ 309657, 26 g, 3/8¿ needle ¿ 305110. 6product lot number: m396068 (customer was only able to provide lot # from cartridge box). For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes, customer informed cts she is in (B)(6) and not to call until the afternoon. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.